Event description:
The device dispensed more tpn solution than intended. It was unspecified if the device sounded an audible alarm. The customer contact stated that a nurse noted a 200ml overfill of tpn in a solution container; however, the tpn was delivered to the patient. There were no reported adverse patient effects. No medical interventions were required.